Event description:
It was reported that incorrect stent size was used. A 2.50 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the device has a wrong size. There were no patient complications nor injuries reported. It was further reported that the complaint has nothing to do with packaging. The physician has chosen the wrong size and just wanted a longer one.

Manufacturer narrative:
(B5)describe event or problem and (h6) device codes corrected.

Event description:
It was reported that incorrect stent size was used. A 2.50 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the device has a wrong size. There were no patient complications nor injuries reported.